Manufacturer narrative:
(B)(4). The subject rt266 infant dual-heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in finland reported that an rt266 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. There was no reported patient involvement.